Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva 20 ga x 1 in single port would not retract. The following information was provided by the initial reporter: the needle would not disconnect from the hub after it was inserted and with drawn from the catheter.

Event description:
It was reported that the bd nexiva 20 ga x 1 in single port would not retract. The following information was provided by the initial reporter: the needle would not disconnect from the hub after it was inserted and with drawn from the catheter.

Manufacturer narrative:
Investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2045205, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the device was fully retracted but still attached to the wing adapter. Therefore, based off the provided photos the engineer was able to verify the reported defect.